Event description:
The customer reported that the system exhibited filament regulator failure errors during a pat procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. A ge service representative performed an onsite investigation. The hv cables were evaluated and cleaned. The filament was recalibrated. The system was tested and found to be working as intended and returned to service.